Event description:
It was reported that the implantable pulse generator (ipg) exhibited power on reset (por). It was noted there was a "micro-wave therapeutic instrument nearby the rehabilitation equipment which the patient used" and there was electromagnetic interference (emi). In addition, the ipg exhibited "unusual instability" in battery impedance measurements. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Critical ram parity error occurred in address of (B)(4) on (B)(4) 2015. Por severity is low, so the device should be able to fully recover after reset. Patient was within 2 meters of a micro-wave therapeutic instrument. (B)(4).